Event description:
It was reported that the system misidentified the imaging catheter. An avvigo plus imaging system was selected for examination of the target lesion. Prior to the procedure, it was noted that the motor drive unit was misreading catheters, and the catheters were not able to completely lock in. Despite the issue, the avvigo plus system was still used to make treatment decisions. The procedure was able to be completed successfully, and there were no patient complications.

Manufacturer narrative:
D2b additional pro codes: dsk, itx, iyo.

Event description:
It was reported that the system misidentified the imaging catheter. An avvigo plus imaging system was selected for examination of the target lesion. Prior to the procedure, it was noted that the motor drive unit was misreading catheters, and the catheters were not able to completely lock in. Despite the issue, the avvigo plus system was still used to make treatment decisions. The procedure was able to be completed successfully, and there were no patient complications.

Manufacturer narrative:
D2b additional pro codes: dsk, itx, iyo. The returned product consisted of the motor drive unit (mdu). A visual inspection revealed corrosion on the rotating direct connection socket pins. Testing the mdu with a catheter did not cause any issues. The device malfunction could not be duplicated during functional testing. This investigation is assigned a conclusion code of no problem detected.